Manufacturer narrative:
The available information suggests this lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal device change out procedure, this right atrial pacing lead exhibited impedance measurements greater than 2,000 ohms. It was reported the patient was in atrial fibrillation, so the device was programmed to vvir. No adverse patient effects were reported.